Event description:
Caller reported blood glucose results of 300 mg/dl, 247 mg/dl, and 130 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Event description:
Caller reported blood glucose results of 300 mg/dl, 247 mg/dl, and 130 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.